Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol reconix device may have caused or contributed to the reported event. The medical records state, "md dictation notes the patient has a history of diverticulosis and medical records indicate the abscess of the sigmoid colon is due to the diverticulitis and now has involved the mesh (reconix)." The mesh was removed and reported as, " infected left inguinal mesh (reconix)" regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. No specific device issue has been alleged, and no sample has been returned for evaluation. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.

Event description:
As reported per patient attorney: on (B)(6) 1999: the patient underwent repair of a left inguinal hernia. A bard/davol reconix was implanted at this time. On (B)(6) 2017: the patient developed symptoms including difficulty with swallowing, chest pain, shortness of breath, coughing, difficulty urinating, leg and arm pain, and constipation. Attorney alleges the mesh had become infected. On (B)(6) 2017: the patient underwent additional surgery to remove the mesh. Addendum per medical records: on (B)(6) 1999: the patient underwent repair of a left inguinal hernia with a "gore-tex patch" (reconix). Per operative dictation: "there was a direct inguinal hernia and a ¿bard patch¿ was fashioned and anchored in place. On (B)(6) 2014 & (B)(6) 2017-- patient underwent a CT scan of the abdomen which revealed the patient to have had diverticulosis. On (B)(6) 2017: the patient underwent an additional CT scan which noted: "inflammatory process consistent with a recurrent abscess which appears to be involving the left anterior abdominal wall centered around the patient's surgical mesh." And also: "the extent and severity of the abscess is substantially worse than on the initial CT of (B)(6) 2017." The patient was hospitalized and underwent a CT guided drainage of the abscess. Md dictation notes the patient has a history of diverticulosis and medical records indicate the abscess of the sigmoid colon is due to the diverticulitis and now has involved the mesh (reconix). On (B)(6) 2017: the patient underwent additional surgery due to a perforated sigmoid diverticulosis, infected left inguinal mesh (reconix) and abscess in the left groin. Operative findings report: "the patient was found to have an abscess in the left groin with mesh within the abscess cavity. The mesh was removed and sent to pathology for further examination." On (B)(6) 2017: the patient underwent a laparoscopic sigmoid resection with mobilization of the splenic flexure. No complications were noted. On (B)(6) 2017: the patient had shown improvement and was discharged home. On (B)(6) 2017: post op office visit: "the patient is fully recovered following the removal of the infected mesh and hal sigmoid colectomy. His abdominal wounds are well healed without hernia or infection. He may resume normal activity and should follow up as needed."